Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, foru heartstring seals cracked in the middle and unraveled at the distal end, while loading into the delivery tube. The hosptial did not provide additional information. No patient complications were reported by the hospital.